Manufacturer narrative:
The transfer set was evaluated. A visual inspection noted the titanium spike was separated from the light blue main body. The insert/chip was not present, but there was evidence one had been previously present. There was evidence of solvent on the inside of the light blue main body barrel. The cause of the broken solvent bond between the two components could not be determined. Additional functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned titanium transfer set, the titanium spike was found separated from the light blue main body. There was no report of patient injury or medical intervention associated with this event. No additional information is available.